Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, erratic readings occurred on the continuous glucose monitor (cgm). No medical intervention was reported. Additional event or patient information is not available.